Manufacturer narrative:
After power up, the lcd screen has several white and black horizontal roller brush strokes running across it. The user is unable to read the display whatsoever. Upon further review, there are multiple cracks within the lcd screen itself. Several pixels are seen damaged as light pressure is applied to the screen. Unable to perform the displacement, and self tests due to the display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had frozen display. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that there were no responding buttons, insulin pump had flashing black and white where at the back of the insulin pump at the main screen. The customer stated that it looks like a burn spot on the screen. Customer reports the time clock did not advance. Customer was calling back after installing a new battery, monitoring the insulin pump for two hours and frozen display recurred. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.